Manufacturer narrative:
The valve was patent. It was met the specifications for pressure-flow and preimplantation testing. However, it did not meet the requirements for siphon, reflux, or leak testing due to a large tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the valve was found to leak during the operation. No impact or injury to the patient was reported.